Event description:
The customer reported the gastrointestinal videoscope had blocked channel system during reprocessing. This is not an MDR reportable event. The device was returned for inspection. Inspection and testing of the returned device revealed corrosion of the following components: adhesive on the bending section, adhesive around light guide lens and objective lens, and the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.